Event description:
It is reported that the pt was revised due to the glenosphere dislocating from the baseplate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the glenosphere not seating properly onto the baseplate may be caused by soft tissue or bone trapped around the baseplate taper during glenosphere insertion. Insufficient bone clearance around the baseplate, interference with retractors, etc. Could potentially cause the glenospheres to not completely seat on the baseplate. Cause cannot be definitively determined. Eval: as returned, the glenosphere has some scratching indicative of its removal from the pt. It was dimensionally analyzed and found to be conforming were measured. The baseplate is deformed possibly from coming in contact with the glenosphere or liner after the glenosphere disassociated as seen in the supplied x-ray. Due to the deformation, dimensional analysis could not be preformed. It should also be noted that there is bone cement on the baseplate. The liner is also deformed possibly from the contact as described above and could not be measured. Review of the device history records for the remaining devices did not find any deviations or anomalies.